Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the reported complaint. However, a root cause could not be determined and was not reproducible thru testing. Production and quality testing of the attachment was not performed as the device was not in working condition. Cap was missing as received. Bur end bearing retainer was completely destroyed leaving only particles inside the head cavity. Cap end bearing retainer looked good but it was dry. Moderate to minor gear wear was observed on head-tail and head assemblies and drive dog. Moderate debris was noted inside the head cavity and inner components. All inner components looked dry and corroded. Bur end bearing failure and lack of lubrication may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.